Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 2464aao-20 - leg attachment pad for corometrics fetal scalp electrode cable¿cannot be used because the buttons won't snap. The customer confirmed that they are now using the item by holding it with tape. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue. Per inspection interval is verifying leg pad dimensional compatibility with the connector wire. All checks showed electrodes were conforming with the connector wire and generated for mis-formed snaps. The vendor provided a tooling modification that met the print better. During our review, it determined that this was the first snap lot of the new tooling modification.